Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-02060 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a duodenal mucosectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two clips prematurely deployed with the jaws fully opened and the physician had to withdraw the clips from the patient. A third clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
(B)(4) - (device component retrieved). (Jaws would not close). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-02060 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a duodenal mucosectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two clips prematurely deployed with the jaws fully opened and the physician had to withdraw the clips from the patient. A third clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
A visual examination of the returned device found that only the clip assembly was returned. It was noticed that the prongs on the device were bent backwards. Based on the evaluation conducted and the details of the complaint, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.